Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that the reason for the call was that since monday, the patient was having issues and not feeling stimulation sensation. The patient had diarrhea, and the caller wanted to know if the system was supposed to help with that. When they checked the therapy status with the smart programmer, the therapy was turned off. The caller stated the communicator was not on nor near the patient since the day of implant, so there was no way the patient accidentally turned therapy off. The caller mentioned maybe it was turned off before the patient left the implanting hospital on monday. It was recommended the patient monitor their symptoms now that therapy was on, and they were redirected to the doctor if the issue persisted. General therapy expectations were reviewed.